Manufacturer narrative:
The complete initial reporter's facility name is community memorial hospital - (B)(6). The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that silicon temp sensing foley retention balloon passively deflated, and the foley fell out of the patient. Prior to this the temp was reading low and patient received warming measures. Patient had a new foley placed.

Event description:
It was reported that silicon temp sensing foley retention balloon passively deflated, and the foley fell out of the patient. Prior to this the temp was reading low and patient received warming measures. Patient had a new foley placed.

Manufacturer narrative:
The reported event was confirmed cause unknown. Visual evaluation of the returned sample noted two opened (without original packaging), used drainage bags with an inlet tube, sample port connector, catheter and tes. Visual inspection of the sample noted using the (in-house) syringe the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the solution leaked from a pin hole at catheter tube measuring (0.013"). The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken at this time. Corrections: d, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.